Event description:
It was reported the switch remained on. Visual examination and electrical testing of the unit revealed no defect, and the switch performed as expected. We were unable to detect any defect in the performance of the unit.